Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the pump's air supply has dropped to zero, and the cooling system is malfunctioning while in use". As a result the pump was exchanged for another pump. No patient harm or injury. The patient status is reported as "fine".